Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure age (B)(6), bmi 28. Date and name of initial surgical procedure: tvt abbrevo (B)(6) 2017. The diagnosis and indication for the initial surgical procedure? Stress incontinence. What were current symptoms following the index surgical procedure? Onset date? None - she was well. What are the patient comorbidities/concomitant medications? None. The initial approach for the index surgical procedure? Vaginal. Any concurrent procedure/device implantation? No. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? (B)(6) 2020. Mesh exposure site/location, symptoms and diagnostic confirmation? Mid-vagina - largely asymptomatic. Easily seen with speculum describe any medical/surgical intervention for exposure including dates and surgical findings. Planning eau mesh trimming and vaginal resuturing. Lot # unknown from our epr. What is the physicians opinion as to the etiology of or contributing factors to this event? I think the mesh was exposed when the patient attended for an anterior colporrhaphy in (B)(6) in summer 2020. What is the patient's current status? Awaiting surgery. Adverse events associated with patient's second event reported via mw # 2210968-2021-04607. ¿

Event description:
It was reported that a patient underwent a sling procedure for stress incontinence on (B)(6) 2017 and the mesh was implanted. It was reported that mesh exposure first noted by a physician on (B)(6) 2020. The patient attended for an anterior colporrhaphy in (B)(6) in the summer of 2020. Additional information was requested.